Manufacturer narrative:
The pump has not been rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
The facility reported a fail code 810:04 during a pt infusion. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.